Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for follow-up. Interrogation revealed a noise reversion episode with low level noise suspected to be due to myopotentials. The noise could not be reproduced with isometrics. Programming changes were made and noise appeared to have stopped. Patient was stable and will continue to be monitored.